Event description:
It is reported that during a revision the surgeon could not remove/disassociate the kinectiv component from the femoral stem. Surgeon employed kinectiv instrumentation to facilitate removal/disassociation. After numerous attempts, components would not budge (nor did the femoral stem loosen). Surgeon utilized numerous "other" aggressive methods in his attempts to disassociate the neck component, some of which scratched the neck component. All attempts failed and the neck component was left in place. Surgery was delayed 1 hour, 40 minutes.

Manufacturer narrative:
Eval summary: no product was returned as it's still implanted in the pt. It is likely that the taper between the kinectiv neck and stem is deeply engaged due to the larger than average build of the pt who had bore weight on this joint for appropximately 5 months (2009). This deep engagement could prevent the neck extractor hook and neck extractor collet assembly from applying the necessary forces to remove the neck. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.